Event description:
It was reported that a spectrum iq infusion pump repeats air in line messages during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, air in line message repeats- alarms will not clear- air detecting sensor may be broken was not reproduced. A review of event history log revealed as 'air-in-line! '. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be the ultrasonic sensor out of specifications. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.